Event description:
It was reported that the unit was experiencing issues involving calibration. It was further reported that the unit was over pressuring the knee during surgery, causing a delay of 10 mins.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.